Event description:
It was reported that the patient had noticed about a year after implant that the implantable neurostimulator (ins) was not secure in the pocket. When the patient laid down it slide to the right. It was noted that the patient¿s surgeon had wanted to do something about it but it worked well for the patient and she had not wanted a surgery. The recharger holster was too big for the patient, the patient had stated that you could fit 4 other people in there. The patient used her normal bra for recharging and that was the perfect thing. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v680690, implanted: 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor in (B)(6) 2014 and their concerns were resolved.